Event description:
During the procedure to a cto lesion at lcx artery, corsair was advanced with fielder xt guidewire, and met resistance with the guidewire, both devices were removed as a single unit. Procedure was completed with unknown guidewire and balloon catheter, stent. There were no reported adverse patient effects and no reported clinically significant delay in the procedure.

Manufacturer narrative:
Corsair micro-catheter was returned to manufacturer on february 27, 2015 in a stuck condition with concomitant device; fielder xt guidewire. Investigation of returned device revealed the tip of microcatheter was broken apart from its shaft and stuck onto the guidewire. Though broken, nothing was thought to be missing with corsair. Close observation revealed trace of rotational force given to the guidewire and the corsair. It is inferred with the outcomes of the investigation that the devices might be trapped in the cto lesion, where rotational manipulation might be given to the guidewire and to the micro catheter, resulting in two devices getting stuck to each other due to deformation of the device because of the excessive rotational force also the breakage of tip of corsair on the guidewire due to the force exceeding the product design limit. The date of awareness of the breakage is quoted as the date of this report.